Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to conduct further investigation. The reported complaint was reproduced during field evaluation and confirmed through review of the system logs identifying the occurrence of PMA code 1100 along with non-recoverable error codes 86 and 87. The fse identified a system fault related to the power distribution component. The fse replaced the redundant power tray assembly (intuitive surgical power distribution (ipd)) board of the vsc to resolve the issue. After replacement of this part, the system was further tested, operated without exhibiting any error, and was verified as ready for use. Intuitive surgical, inc. (Isi) received the redundant power tray assembly (intuitive surgical power distribution (ipd)) board involved with this complaint and completed the device evaluation. During failure analysis, the ipd was installed into a reference pca system. The test system failed and displayed preventive maintenance advisory code 1100 and non-recoverable error codes 86 and 87 after it was operated for 10 minutes, subjecting it to sine cycles and power cycles and then having it operate idle overnight. The investigation confirms a defective ipd. The system logs were reviewed and confirmed the customer reported error faults on the reported event date of (B)(6) 2020 using da vinci system sh2028 in dual surgeon console setup consistent with the information reported. A review of the complaint history does not show any additional complaints related to the product. There was no indication that there was a recurrence of the issue. No image or vide was provided for review. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. As a result, the planned robotic procedure was aborted. Although no patient harm occurred, if this malfunction were to recur it could cause, or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the vision side cart (vsc) touchscreen displayed repeated non-recoverable error code 252. The customer received phone assistance from the technical support engineer (tse). A review of the site's system logs was unable to be reviewed right away as the system was not connected to the network. The tse assisted the user, initial troubleshooting was performed by instructing the user to connect to the network, pressing the emergency power off (epo) button, performing a hard system power cycle, and reseating the blue fiber cables; however, the issue persisted. Further inspection observed that a red and orange blinking led was illuminated on the generic maintenance panel (gmp) I/o module. Another hard system power cycle on the vision side cart (vsc) was performed. This did not resolve the issue. After successfully connecting to the network, tse's review of the system logs confirmed the occurrence of non-recoverable error code 252 and preventive maintenance advisory (PMA) code 1100 indicating a fault internal to the vsc. An isi field service engineer (fse) was dispatched to investigate the reported event. Following this, a determination was made, the surgeon elected to abort the da vinci-assisted prostatectomy procedure. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the customer conducted an inspection of the da vinci system prior to use and found no issue. The error fault was observed approximately 1 hour into the procedure. At the time of the issue, the customer immediately contacted the tse for troubleshooting assistance. It was confirmed that the instruments installed into the patient side manipulator (psm) arms were not grasping any patient tissue. Once all troubleshooting measures were performed, the surgeon elected to close the surgical ports and abort the procedure. Surgeon noted that it was safe to abort the procedure since the urinary duct had not been incised at that time. Surgeon maintains preference to resume performing the procedure robotically. No known impact or patient consequence was reported.